Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 98% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: model: 4470, competitor implantable pacing lead; implant: (B)(6) 2006; model: 419478, implantable pacing lead; implant: (B)(6) 2006.

Event description:
It was reported that early battery depletion of a bi-v implantable cardioverter defibrillator (ICD) resulted in an intervention to explant and replace the device. No patient complications have been reported as a result of this event.